Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to report: requesting technical support and reported that the display was damaged. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.